Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 14atms on the first inflation during predilation. The procedure was successfully completed with another maverick2 balloon and the deployment of a bsc stent. Patient status is listed as "good".